Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and cracked and bleeding lcd glass. The displacement test could not be performed due to the display anomaly. (B)(4).

Event description:
The customer reported via phone call that he cannot read the screen because there were lines on it. The patient's blood glucose at the time of incident was 106 mg/dl. Troubleshooting was initiated for the partial display anomaly. The customer inserted a new (B)(4) aaa alkaline battery into the pump but the partial display persisted. The customer also mentioned physical damage to the pump. There was a crack on the left of the lcd screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.